Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that belt clip was not holding insulin pump in place. Customer reported of having blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose.